Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, extension tube bulge. Catheter has been in use for a few months. The catheter was normal during infusion, but abnormalities were found when the tube was sealed. It is not clear whether it should continue to be used. When the problem was discovered, the pressure relief sleeve was replaced and the extension tube was replaced.